Event description:
It was reported that the home patient (hp) identified a leak in the bag but still connected that bag and used it in the therapy. The technical service representative (tsr) assisted the hp with ending the therapy by cycling the power. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is report for use error - breach in aseptic technique, where the home patient (hp) used a bag that had a leak for the therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. It provides step-by-step instructions for connecting the solution bags. It warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user not to use the solution supply bag if any problems were found while preparing the solution bags. It says to discard the bag and get a fresh dialysis solution supply bag. Using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.